Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding an implantable neurostimulator. It was reported that a routine battery replacement was being done but new implantable battery they were using would not clear impedances. They moved lights, changed parameters and tried various things like setting pulse width to 300, increasing rate to 3.0, making sure clinician programmer had fresh batteries and was over battery. They even checked the lead and decided to replace lead with new one however nothing worked despite getting response on all 4 electrodes. A different battery was used. Affected battery that wouldn't clear impedances will be sent in. No symptoms reported. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) model 3058 serial # (B)(4) showed that the setscrew was backed out beyond the point of being able to engage with the connector block. It was noted that the device was subjected to a series of standard tests that included (but was limited to) visual inspection, output, and telemetry. Good, stable out was seen on all electrode pairs. Normal impedances were observed. If information is provided in the future, a supplemental report will be issued.